Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) fiber optic connector is broken. There was no patient involvement reported.

Manufacturer narrative:
The getinge service territory manager(stm) that discovered the issue replaced the fiber optic assembly due to it being broken. The stm then completed full pm, calibration, safety, and functionality checks per the service manual and passed to factory specifications. The unit was then returned for clinical service upon completion.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a